Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition and replaced the system left master tool manipulator (mtml) to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was analyzed and installed onto a known good system. The system booted up normally without triggering any errors. Performed instrument driving test and issues still did not show up. Moved unit in yaw direction but still no issues. Powered cycle system multiple times and no issues were observed. Error 23068 was replicated during 1 hour mfg sine cycle. Errors 23068, 23069, 23008, and 32098 came up in error logs and these errors pointed to the axis 1 motor (yaw). The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which as of 11/15/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of system log report was performed. Per the review, the following was confirmed: system serial number and event date. Investigation revealed the following possible related system errors: 23068 "primary sensor latency error on manip4, mtm_yaw (latency= 36; latency limit= 29)". 23069 "primary encoder error on manip4, mtm_yaw (frequency= 30; frequency limit= 29)". 23008 "pot to encoder error, manip4, mtm_yaw". 32098 "blmc error in mcel. Error_type = encoder error, enc_type = broadcom_ar35". Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to a faulty sensor in the mtml outer jaw motor affecting communication within the system. This issue can be resolved by replacing the unit. This issue is captured in the fmea, gen5 master tool manipulator, mechanical (818205-50) via risk ID (B)(4).

Manufacturer narrative:
The unit was returned for failure analysis. The reported issue was confirmed but could not be reproduced. Review of error logs in confirmed that errors 23068, 23069, and 32098 appear in the logs, indicating an issue with the yaw primary sensor. Upon visual inspection, no issues were found related to the reported event. The unit was installed onto a golden in-house system, and the system booted up normally without triggering any errors. An instrument driving test was performed, but the issues still did not appear. The unit was moved in the yaw direction, but no issues were observed. The system was power cycled multiple times, and no issues were observed. The complaint was confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed and replicated. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was a persistent 23068 error. Each time the user selected fault recover, the error reoccurred. The system logs confirmed errors 23068, 23069, and 32098 indicating a primary sensor latency issue reported by the left master tool manipulator (mtm) yaw. The user power cycled the system, and the intuitive surgical, inc. (Isi) clinical sales rep (csr) reported that the error reoccurred on power-up. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically by converting to an available da vinci xi system. There was no harm or injury to the patient. The issue occurred after the patient was docked, and the surgeon just took control. There was a delay of roughly 15 minutes